Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/05/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3: it was reported performance suture diameter issue. An opened sample with seven used needles and a undispensed needle/suture of product code c003 was received for evaluation. During the visual inspection of the sample, a needle/suture in winding former could be observed, the swage and attachment area were noted to be as expected and marks were noted on body of the seven used needles. A functional test by suture diameter was performed on the samples and the results met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no performance suture diameter issue was noted.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was found that there had been a problem with the thickness of the suture after the package was opened. There were no adverse consequences to the patient. No additional information was provided.